Event description:
Youssef, m., scott, s., grills, r.; bmj case report; 2024; 17: e259262; migration of sclerosant material to the left renal vein following coil embolisation of a varicocele; doi:10.1136/bcr-2023-259262 literature was reviewed regarding: migration of sclerosant material to the left renal vein following coil embolization of a varicocele. The time frame of this study was: there is no specific time frame mentioned in the document. Manufacturers involved: multiple devices from different manufacturers were involved. The following medtronic devices were used: concerto coils. No deaths are reported in the document. Among patient adverse events included: · 2 days following embolization with severe left lower quadrant (llq) and left scrotal pain. · associated fevers. · associated tachycardia. · soft, globally tender abdomen, with maximal rebound tenderness at the llq and no flank tenderness. · there was a small superficial hematoma at the right femoral puncture site without surrounding erythema. · persistent post-procedure pain lasting over 3 months, despite favorable analgesic outcomes of varicocele embolization. · post-procedure infection. The events other than infection were associated with amigration of a column of lipiodol into the left renal vein with preservation of original mechanical coil placement.. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.